Event description:
It was reported that during a pci procedure to treat an in stent restenosis located in the 80% stenotic proximal rcx, an unknown segment of the ultra 2 monorail cutting balloon system with two radiopaque markers was lost inside the coronary artery and removed with a microsnare. This occurred prior to inflation of the device as the physician was attempting to advance the device to the target lesion. During advancement, the physician encountered significant resistance. The device was successfully retrieved, and no further intervention was required, the procedure was then completed with another device.

Manufacturer narrative:
Device has been returned but analysis has not been completed. Once the analysis has been completed, a supplemental medwatch report will be filed.